Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure there was an unexpected refractive surprise. The doctor is suspecting the lens power may have been incorrect. Additional information was provided that the lens was exchanged with the same model, but 1.5 diopter difference in iol power in a secondary procedure.